Event description:
This lead was implanted on (B)(6) 2011. Patient called patient services on (B)(6) 2012 and stated that on (B)(6) 2011, his lead dislodged and caused him to receive shocks. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).